Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (dtc) serial# (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been without stimulation for approximately a month. The ins recharger (insr) was not charging when plugged into the desktop charger (dtc), on a follow up call the patient thought that the dtc had a broken connector for approximately 4 weeks. A replacement dtc was sent. No symptoms, and no additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.